Manufacturer narrative:
Concomitant products: product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1996, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3982, serial# (B)(4), implanted: (B)(6) 1996, product type lead; product ID 3550-09, lot# n125090, implanted: (B)(6) 2009, product type accessory. (B)(4).

Event description:
It was reported the patient was 'beeping' when they went through the security gates at the store. It was stated this had been occurring for the previous week. At first, it was indicated the device was not turned off when going through the security gates, but as of the date of this report the patient had been turning stimulation off when walking through. The patient noted that they did not feel any undesirable sensations when walking through the gates. It was indicated that the stimulation however felt 'like it was on, instead of off' when walking through. In addition, the patient was not able to adjust stimulation. The reasoning for this was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.